Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that after the removal of the protective sheath, the stent was found not crimped to the balloon. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast in the inflation lumen and balloon. The stent implant was dislodged from the sds. There were crimp marks on the balloon between the markers. There was no damage noted to the stent implant. The balloon was partially pressurized with contrast. There was a kink in the hypotube 54 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was returned. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. The inner diameter of the flared end of the protective sheath was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product noted no blood visible, which is consistent with the reported information that the product was not inserted into the patient anatomy; however, there was contrast in the inflation lumen and partially pressurized balloon, which suggests that the product was prepared for use and partially inflated. The stent implant was returned dislodged with no noted damage, confirming the reported stent dislodgement. However, there were crimp marks on the balloon between the markers, suggesting that the stent was properly crimped at the time of manufacture. Potential causes for stent dislodgement prior to insertion into the patient anatomy, as observed in past incidents, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. In this case, as the product was returned partially inflated, it is possible that the device was prepped and/or inadvertently pressurized with the protective sheath still covering the stent such that when the sheath was removed the stent dislodged. Analysis also noted a kink in the hypotube distal to the strain relief tubing. This damage was not originally reported and is likely from handling of the product. This damage does not appear to be related to the reported stent dislodgement. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. There is no indication of a lot specific product quality deficiency. In this case, the reported stent dislodgement appears to be related to the operational context of the product. Product performance engineering will monitor the incident circumstances. To help ensure this type of issue is not the result of a manufacturing deficiency, all delivery system (sds) are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.